Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Testing was performed in various shocking vectors and out of range measurements were isolated to the proximal coil. Boston scientific technical services (ts) recommended reprogramming the shocking vector from triad to rv coil to can. No adverse patient effects were reported.